Manufacturer narrative:
(B)(4). Concomitant medical devices: dilatation catheter: 3.0x10 mm ryugen nc , guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a 1.5 x 10mm balloon prior to deployment of the 2.75 x 18 mm xience prime stent. The stent was post-dilated with a 3.0 x 10 mm non-abbott balloon at which time a distal edge dissection was observed. A 2.75 x 15 mm xience prime stent was deployed to treat the dissection. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.